Manufacturer narrative:
Suspect device: compact test strips.

Event description:
Customer treated with 2 glucose tablets and ate cereal after testing 409mg/dl on the compact test system, due to feeling hypoglycemic. Customer tested 30 minutes later and obtained a result of 170mg/dl on this meter and 120 on an additional consumer meter. No adverse event reported. Requested return of suspect test system and replacement was sent. Location of incident not provided. Compact test system: meter, test strip lot 20652542, exp 2/08, cat/3149072.